Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 24x2.50 promus premier drug eluting stent was selected for use to treat the lesion. However, during unpacking, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first distal row of the stent that were lifted and stretched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found a kink 130 mm distal to the strain relief. A visual and tactile examination of the shaft polymer extrusion profile found no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 24x2.50 promus premier drug eluting stent was selected for use to treat the lesion. However, during unpacking, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.